Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. After the switch, myopotential noise was observed on the ra channel which was oversensed and caused inappropriate atrial tachy response (atr) episodes. The impedance trends show that prior to the high out of range impedance, the values remained relatively stable with few jumps. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.